Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection, force sensing resistor testing, and battery testing were performed. During the visual inspection it was identified that the power cord was damaged. The cause of the damage is unknown. The power cord was replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power cord. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.